Manufacturer narrative:
Device passed displacement, sleep current measurement, and active current measurement tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. However, in order to make an evaluation of pump error 25, the device was unable to upload any information because of some communication problem due to the device's hardware.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error alarm. The customer¿s blood glucose level was 17.3 mmol/l. The customer was tried to change batteries and insulin pump react strangely. The insulin pump will be returned for analysis.